Event description:
The pt stopped feeling stimulation sensation in 2008, and had a loss of therapeutic effect. The green neurostimulator battery indicator light was off. The pt used the device every day for a year. The pt was at home at the time of the call. Her status was reported as 'good'. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.